Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the fenestrated bipolar forceps instrument did not deliver energy. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley at the distal end. The conductor wire was broken near the crimp location. The internal wire was exposed as a result from the breakage. The instrument failed the electrical continuity test. Additionally, the instrument was found to have localized melting thermal damage on the bipolar yaw pulley. The thermal damage was aligned/near the broken conductor wire that had exposed internal wire. The instrument was found with exposed electrode on one of the base of the bipolar forceps grip. Damage was also identified on the conductor wire¿s insulation. The conductor wire was found with an exposed internal wire. The damaged conductor wire insulation was found to be aligned with the thermal damage on bipolar yaw pulley. There was no missing piece of insulation observed. The instrument failed electrical continuity test. Further inspection found scratch marks/abrasions on the edge of the bipolar yaw pulley. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was further evaluated by the advanced failure analysis team. The initial findings were confirmed. The thermal damage, broken insulation, and failed continuity test were confirmed. The break in the conductor wire was likely between the grips-tips and the point where the damage to insulation was observed, as the instrument beeped for continuity between the exposed wire end and one of the pins on the proximal end. The findings of damaged insulation and bipolar thermal damage are correct, but they're not related to the primary issue of broken conductor wire.

Event description:
Refer to h10/h11 for follow-up information.